Event description:
In 2003, a customer contacted beckman coulter regarding 2 bhcg results that were discordant between total bhcg (tbhcg) and diluted hcg (dilhch). The discordant results were generated by an access instrument. The discordant sample results were from 2 different patients. Patient a had a tbhcg result of 0.8 miu/ml and a dilhcg result of 12,000 miu/ml. The sample was retested for both tbhcg and dilhcg. The tbhcg result was >1000 miu/ml and dilhcg result was 12,000 miu/ml. This patient had a previous hcg results and the the 12,000 miu/ml fit the patient's clinical presentation. The dilhcg result of 12,000 miu/ml was reported out of the lab. Patient b had a tbhcg result of 2.8 miu/ml and a dilhcg result of 1,300 miu/ml. The sample was retested for both tbhcg and dilhcg. The tbhcg result was >1000 miu/ml and dilhcg result was 1300 miu/ml for the second time. The dilhcg result of 1300 miu/ml was reported out of the lab. According to the customer, they have not received any inquires from the physician questioning the released results.